Event description:
Pre-op nurse attempted to insert angiocath 22g braun introcan safety; as she withdrew needle from catheter after flashback of blood, the end of needle dislodged from plastic base. Nurse had to manually pull out needle from catheter; IV was removed from patient intact. New IV inserted without difficulty using same product. Picture taken of impaired angiocath.